Event description:
It was reported that an incomplete cartridge change alert occurred indicating that a cartridge had not been properly loaded onto the pump. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Tandem technical support educated the customer on the alert and ensuring to complete the cartridge change sequence.